Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. Troubleshooting was performed. Customer stated that the black screen did not disappear. Customer also stated that the insulin pump was not exposed to extreme temperatures nor direct sunlight. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4).device passed the displacement, self test, operating currents and passed the dat test at 0.08720 inchesnoted. No missing segment/partial display anomaly and no blank display anomaly during test.